Event description:
Rn placed ng tube for feeding and it was found to have a hole in the side of the tube. It was removed and a new one placed. No harm to the patient. For feeding purposes of young infant.